Manufacturer narrative:
Pump received with blank display; isolated problem to mother board. Unable to perform any full drive system tests due to mother board defect. No audio/beep anomaly noted. Pump received with cracked reservoir tube lip noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have tried to rewind the insulin pump after receiving a no delivery alarm and experiencing a high pitch noise. After customer attempted to rewind insulin pump it turned off. Customer's blood glucose was 288 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.